Event description:
An (B)(6) year old male pt underwent evar on (B)(6) 2013. When removing the inner dilator, the valve on the sheath failed and was completely leaky. It was a major leak. A different cook sheath to put inside of the leaky valve to complete the procedure. The case ended successfully. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Update (B)(6) 2013 - per district manager - the pt was being treated for a type 2 endoleak from the ilial lumbar artery. The physician decided to extend the original graft as a precautionary measure. There was not an endoleak in the proximal seal zone.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.